Event description:
There was no patient involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The device was installed on (B)(6) 2009 and operated successfully until (B)(6) 2010. After this date multiple events on the same day would suggest the device was turning itself on automatically. This would deplete the pad-pak and fill the memory. The user was also alerted by led's not switching off and a memory full message. On investigation a fault with device membrane was found to be causing the device to switch itself on. The depletion of the pad-pak caused problems with the leds being lit and the user being unable to switch the device off. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.